Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(4) to repair the device and return it to the user facility ready to be placed back into service.

Event description:
The distributor in (B)(4) reported that during testing the device¿s air/o2 blender was not operating correctly and the device was alarming ¿high ppeak¿ & ¿circuit occlusion¿. There was not report of patient involvement.

Manufacturer narrative:
The reported issue was resolved by changing out the gas delivery engine (gde).